Manufacturer narrative:
B-5-no further info on this device or pt is available from voluntary rptr. H6-primary finding of device analysis revealed pump stall due to open motor coil anomaly.

Event description:
Device was performing well for pt until may, when she stated that she was not receiving much pain relief recently. At refill, the nurse noted that the majority of the drug was still in the pump from the previous refill. The pt had the pump explanted, and is doing well with her new infusion pump. No further info on this device or pt is available from voluntary reporter.